Manufacturer narrative:
The impella cp was returned for investigation. Data logs were reviewed and did not confirm the complaint. No erroneous triggers of controller error or alarms were found. All optical metrics were stable and within range. The returned product had no visual abnormalities, and the pump passed all tests. The cause of the false alarms and optical signal issues could not be determined. There was a white/clear material under the impeller in the outflow cage of the returned pump. It is unclear if this was biomaterial or something else. There was also noted to a kink in the catheter. The gradual resolution of the purge pressure in data logs is indicative of biomaterial. However, the onset of the purge pressure rise/spike was fast but did follow a motor current spike, so it is unclear if it was an ingestion or buildup event. Based on the patterns noted in data log review, the cause of the high purge pressure was determined to be biomaterial of an unknown nature. The device passed all post-sterile inspection checks.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This report represent the pump. Refer to related reports in h.10 for the two reports representing the automated impella controllers.

Event description:
It was reported that a patient implanted with an impella cp experienced placement signal unreliable alarms. Proper pump position was confirmed and impella support continues.

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
The device was not returned for investigation. The data logs were reviewed and did not confirm the complaint condition described. Therefore, the cause of the false alarms and optical signal issues could not be determined. Based on the patterns noted in data log review, the cause of the high purge pressure was determined to be biomaterial of an unknown nature. The pump passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Corrected information provided in h6. Correction: the awareness date provided in the initial report was determined to be incorrect. The correct awareness date is 26-jul-2025.